Manufacturer narrative:
Concomitant medical products: logic tibia ps mod insrt sz 5 11mm (cat# 02-012-35-5011 / serial# (B)(4)). Lgc tibial fit tray cem sz 5f / 4t (cat# 02-012-45-5040 / serial# (B)(4)). Three peg patella 38mm,(cat# 200-02-38 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately six years post initial tka, this (B)(6) male patient complained of having pain. Patient had a revision due to femur was loose. There was no breakage of the device, there was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. The device will be return.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening and pain. The most probable root cause associated with the reported event of "loosening - femoral¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device. Section d10: concomitant medical products logic tibia ps mod insrt sz 5 13mm (cat# 02-012-35-5013 / serial# (B)(6)).

Manufacturer narrative:
Concomitant medical products: logic tibia ps mod insrt sz 5 11mm (cat# 02-012-35-5011 / serial# (b)(46)). Lgc tibial fit tray cem sz 5f / 4t (cat# 02-012-45-5040 / serial# (B)(4)). Three peg (B)(6),(cat# 200-02-38 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately six years post initial tka, this (B)(6) male patient complained of having pain. Patient had a revision due to femur was loose. There was no breakage of the device, there was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. The device will be return.